Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a spinal l3-4 decompression procedure, the bur broke in the attachment. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a spinal l3-4 decompression procedure, the bur broke in the attachment. No further information was provided.